Manufacturer narrative:
Initial.

Event description:
It was reported that after an infusion set and connector change on an ilet system, the patient experienced persistent high glucose with suspected insulin leakage at the connector/coupler, noting moisture and insulin odor; continuous glucose monitor (cgm) readings were approximately 390¿400 mg/dl and a confirmatory fingerstick was 455 mg/dl, later trending down after a full supply change and further guided replacement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leakage at the seal associated with the connector/coupler, aligning with a fluid leak device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.